Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a (B)(6) year-old female consumer in united states on (B)(6) 2014 who had essure (fallopian tube occlusion insert) inserted for sterilization in (B)(6) 2007. In (B)(6) 2007 she went for the procedure and told to the hcp to cut, burn and tie her tubes. Instead of this, essure was inserted. Ever since the procedure, she had health problems. In 2007, she had kidney stones that required surgery and 10 days in the hospital. In 2008, she had an ovarian cyst that ruptured and required one night of hospitalization for pain and bleeding. In 2012, she had an ectopic pregnancy with essure. She did not go to the hcp and spontaneously aborted. She also found out that she had a tear from her uterus to the birth canal. Essure was not removed. The outcome of the event first ectopic pregnancy with essure was recovered / resolved. Consumer also stated that she had 2 other episodes of ectopic pregnancies ((B)(4)). Follow-up information was received on (B)(6) 2014 from consumer. Consumer's weight and height were provided. She denied any previous gynecological problems or procedures and relevant medical history or concurrent conditions. In (B)(6) 2007 (previously reported as (B)(6) 2007) she had essure implanted 3 months after last delivery. She was not told to use any type of back-up contraception. She confirmed all previously reported events and additionally she mentioned she experienced much heavier menstrual periods. All the problems started about a month after the essure was placed. In 2011 hsg (hysterosalpingogram) was performed and she was told they were still sealed and then, she was told there was a tear in the tube. In the summer of 2013 she had an ectopic pregnancy and again in (B)(6) 2014. She has not seen the doctor since 2011. Home pregnancy tests were positive but then she expelled everything and had miscarriages. She did not receive any treatment and hospitalization was not required. She was still having the tear, bleeding, pain, cyst, kidney stones and fearful of getting pregnant and having another miscarriage. Essure was not removed. She believes the condition was caused by essure because since essure was placed she had all the problems. No further information was provided. Follow-up information was received on (B)(6) 2014: no response to date. Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number 2014-021871. Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported adverse events are not necessarily indicative of a quality defect per se. In this particular case a lack of efficacy (pregnancy) was reported. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) years-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced kidney stones; ovarian cyst ruptured; first ectopic pregnancy with essure; spontaneously aborted from ectopic pregnancy, have a tear from my uterus to the birth canal and there was a tear in the tube. All events were considered serious, the first two due to hospitalization while the remaining due to medical importance; ectopic pregnancy is listed on the reference safety information for essure, the other events are unlisted. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place; when a pregnancy occurs with essure, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have it. Ectopic pregnancy is a gynecologic emergency, generally requiring expeditious surgical or medical treatment. In this particular case, the consumer reported 3 episodes of ectopic pregnancies; she did not seek medical attention and stated that spontaneously aborted, no medical or surgical intervention was reported. Even with this unusual evolution; a causal relationship between these events and essure cannot be excluded, and they were considered incidents. Kidney stones are a common problem; the risks for their development include urinary and dietary factors. Ovarian cysts can develop in females at any stage of life; occasionally, they may become hemorrhagic. Considering these events pathophysiology and essure local action at fallopian tubes they were regarded as unrelated to essure. For the event have a tear from my uterus to the birth canal and there was a tear in the tube given the limited information provided causality cannot be assessed. Non-serious events were also reported. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit.